Manufacturer narrative:
Additional information: lot number for product ID 9733438 is t303158. The scu was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. When connected to a known good system, the scu had normal tracking for all ports with a functional foot switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device product ID updated from 9735340 to 9733438. Lot number remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure was completed without the use of the navigation system.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735340, serial/lot #: unknown. A medtronic representative tested the equipment. The scu was replaced. This resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial tumorectomy procedure. It was reported that navigation froze when an active probe was connected to the system. It was noted that this was likely an error with the spectra system control unit (scu). The procedure was completed with continuous use of the navigation system. There was no impact to patient outcome and no delay to the procedure.